Manufacturer narrative:
Other applicable components are: product ID: 9733686, version: (B)(4). A medtronic representative went to the site to test the equipment. The system performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the site noticed an inaccuracy (magnitude unknown, direction unknown) during the case. The surgeon felt inaccurate on l4. It was noted that he was able to tell that he was inaccurate by using a c-arm shot to compare a reference point to the navigation. The surgeon noted that he felt accurate outside of that event and finished the case with navigation. There was a less than 1 hour delay to the procedure and no impact to patient outcome.

Manufacturer narrative:
Software analysis was unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.